Manufacturer narrative:
The reporter indicated a different model lens was implanted as a replacement. The reporter indicated when the iol was removed, a vitrectomy was performed, the incision was enlarged and sutures were required. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). Expiration date - unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted an aq2010v silicone three piece lens on (B)(6) 2004. The lens was explanted on (B)(6) 2018 due to displacement of the intraocular lens (iol). The reporter indicated there was scar tissue on the haptic. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry, with residue, in lens case. Visual inspection found both haptics torn off . Claim # (B)(4).